Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 6dec2018. The customer was sent a printed circuit board assembly (pcba) man-machine interface (mmi) and a air/exhalation flow sensor. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator was not booting up. No patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 17dec2018. Date of manufacturer: 05dec2018. Additional information was received about the reported issue; it was reported that the ventilator was coming up to the "therapy screen or diagnostic screen". The customer replaced the man machine interface printed circuit board assembly and the air/exhalation flow sensor and the ventilator passed performance verification tests.